Event description:
The customer reported that insulin from the reservoir leaked past the o-rings. The caller was unsure if there were air bubbles in the reservoir. The customer attempted to remove the plunger from the reservoir and pull the plunger down exposing the o-rings and insulin started leaking out of the reservoir. The blood glucose reading was 138mg/dl. No further information was provided.

Manufacturer narrative:
Inspected three opened used reservoirs. Inspected the reservoirs o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test and one of the two reservoirs filled with diluents, and connected to a new infusion set. Installed reservoir and connector into the insulin pump and no occlusion or leaks noted. Remaining one of two reservoirs was performed a visual inspection and failed per specifications; it was found that the second o-ring was out of groove. Unable to verify the damage due to reservoir returned opened/used.